Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed and led to pacing inhibition. It was noted that the patient experienced a fall but there was no known allegation from a healthcare professional that the fall was contributed to by the lead issue. Programming changes were made. The patient was stable and will continue to be monitored.